Event description:
It was reported there was a self test failure. It was also reported the lower display was not working. The device is being returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was out of specification. It was also noted that the upper and lower cases were broken, one control knob was broken, the battery release, heart block, lead flex cover and heart wire contacts were contaminated, the battery drawer was broken, the ring cover and two side bail covers were missing, the ring and two side bails were missing and the battery drawer o-ring was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was a self-test failure. It was also reported the lower display was not working. The device was returned for repair. There was no patient involvement.